Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) was "messed up". No further information is available. The device remains in use. No patient complications have been reported as a result of this event.